Event description:
It was reported that the catheter was found to be broken at the arterial side at the end of the barbed female luer.

Manufacturer narrative:
Record review. Received one 11.5f x 15cm double lumen silicone catheter. The extension tubing is torn at the edge of the barb of the female luer. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Product is 100% leak tested prior to shipment. We are unable to determine the cause or factors which contributed to this event.